Manufacturer narrative:
This report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation found that there were cracks and peelings on the outer resin of the insertion tube from the tip to 100 mm. The cracks were in the axial direction and the circumferential direction. No glue remained on the inner surface of the peeled resin. There was deterioration in the glue of the objective lens and the light guide lens. The exact cause of the reported event could not be determined, but it is considered that the subject device was contacted with a tracheal tube and the outer resin of the insertion tube peeled off. It is considered that the reason why no glue remained on the inner surface of the peeled resin might be hydrolysis due to moisture intrusion.

Manufacturer narrative:
The device has not been returned to olympus medical system corp. For evaluation. The manufacturing record of the device was reviewed with no irregularity found. The exact cause of the user's experience could not be conclusively determined at this time. If significant additional information is received, a supplemental report will follow.

Event description:
Olympus was informed that the outer coating of the subject device came off when it was sent to the cssd for cleaning in the facility. Fragment of the outer coating eventually was found in the endotracheal tube and found that it did not fall off inside the patient.